Manufacturer narrative:
An asp field service engineer was dispatched to the facility to assess the unit. Upon arrival, the fse found the system venting oil mist. The oil mist filter retaining screw was loose. After tightening the screw and securing the assembly, the fse ran an empty cycle. The fse confirmed that the system meets specifications. Should additional information be received, it will be provided in a follow-up supplemental medwatch report.

Manufacturer narrative:
Serial number correction: (B)(4). Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and failure mode effect analysis. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The fmea (failure mode effect analysis) relating to haze / oil mist issues was reviewed and the risk is considered low. Based on the investigation findings, the fse tightened the oil mist filter screw and secured the assembly which resolved the issue of haze/oil mist. Based on the risk and that there is no significant trend, no further action is required.

Event description:
A customer reported white smoke/ haze coming from their sterrad 100nx sterilizer. There were 3-6 healthcare workers (hcw) who saw the haze. One hcw stayed in the room a short while after the event and confirmed he left the room until the haze cleared. The hcw stated that the haze had a tart smell to it and said it smelled like peroxide. He said that the unit made a loud hissing noise during the first and second injections and the haze appeared after each injection stage. There was no report of harm or injury to the hcw who remained in the room, or any other healthcare workers. An asp employee instructed the customer not use the unit until an asp field service engineer (fse) evaluates it. An fse was dispatched to assess the unit onsite.